Manufacturer narrative:
Occupation: health professional (hpro). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic sleeve gastrectomy, on stapling of the stomach to create sleeve, the staple line was incomplete and there were malformed staples appeared to be seen in the staple line and remaining in the reload. The malformed staple line needed to be corrected to prevent a compromised staple line and additional reloads were required to accomplish this.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.